Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient device reports were reviewed via a (B)(6) transmission, the device showed a large decline in longevity from the previous clinic evaluation. The patient will be monitored monthly until the device reaches eri, and the device will then be replaced and sent back for analysis.

Event description:
New information received notes that the device was explanted and replaced.